Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) confirmed that no failure was observed during onsite testing. Fse then cleaned the drawer and reseated the row board connections. The drawer was tested afterward and found to be operating normally. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer failed intermittently. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.